Event description:
On (B)(6) 2014, the distributer contacted animas and reported lines through the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no lines found through display screen. The reported issue was not duplicated during investigation. Unrelated to the complaint, a review of the alarm history revealed multiple call service (cs) 087 alarms. During evaluation, the pump alarmed a cs 069 upon start up. The remaining steps were unable to be completed due to a component failure on the printed circuit board (pcb). The component was replaced on the pcb. The pump was powered on and exercised with no further alarms. Also unrelated to the complaint, the text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.